Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 21069 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used and no applications were performed. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." The mapping catheter could not be inserted into the balloon catheter. Dissection and further inspection identified the guidewire luer was not fully seated to the end of the guide wire lumen. Due to this issue, a space/gap was present between the guidewire luer and the guide wire lumen. During the insertion process, the mapping catheter tip can lodge itself in this space/gap and cause insertion difficulties. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 45.7 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter was unable to be inserted into the balloon catheter inner lumen. This issue occurred while flushing the inner lumen on the table and had no impact on the procedure. There was no patient involvement.